Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation, the technician discovered that the customer attempted repair of the device. The control flex cable and system board connector were damaged which caused the no power up. As a result of the device being tampered with, root cause could not be firmly established. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.